Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unk) the device displayed a "pacer fault 117" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device was not returned. The device's hv module was removed and returned. The malfunction was duplicated and attributed to a faulty mode relay on the hv module.